Manufacturer narrative:
This report is submitted on august 18, 2022.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla). Surgery to replace the magnet was performed on (B)(6) 2021. The implanted device remains.

Manufacturer narrative:
Correction: the correct date of this report (b4) and date received by manufacturer (g3) for initial report is may 18, 2021; not july 29, 2022 as previously reported. This report is submitted on september 12, 2022.